Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the outer body approximately 63.0cm distal section had sticky gummy substance. The outer body was severely kinked and compressed on several places along its proximal shaft length and the stent was in the outer body. The inner body was cut at 1.6cm from its distal end and the stent was pulled out of the outer body. The inner body had been kinked and separated on two places along its proximal shaft. It is not clear what caused the inner body to separate on the proximal end. It is possible that the separation occurred during shipping of the device; however, this could not be definitively determined. The stent was pulled out of the outer body. All dimensions which could be measured on the inner body and outer body and stent were measured and found to be conforming to their dimensional specifications. Information available indicated that the physician was able to advance the stent delivery system in the patient¿s anatomy; however, the stent could not be deployed. It is probable that damages observed to the stent delivery system outer body may be associated to some procedural factor which limited its performance during the clinical procedure. The hydrophilic coating peeling (sticky gummy substance) may be a result of the tortuous anatomy and vasospasm (as it is possible the manipulation of the subject device in the guide catheter which was in the tortuous, constricted vessels, resulted in the observed hydrophilic coating peeling); however, the exact cause cannot be determined.

Event description:
Analysis of the device revealed that the outer layer of the stent delivery system was peeling on the distal section. There were no reported patient complications associated with this event.